Event description:
Hill-rom received a report from the account stating the bed scale was reading the incorrect weight. The bed was located at the account. There was an injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the weight calibration was wrong. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician calibrated the scale to resolve the issue. Based on this information, no further action is required.